Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and consumer via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 48mcg/ml at 17.287 mcg/day and bupivicaine 16.3mg/ml at 5.858 mg/day via an implantable pump for spinal pain. The patient's medical history included diabetes and lumbar radiculopathy. On approximately (B)(6) 2015, during a post-operative office visit, it was noted the patient's pump pocket incision did not heal. The patient was aggressively treated with antibiotic therapy since 2 weeks after replacement of the pump on (B)(6) 2015. The wound was being monitored. On (B)(6) 2015, pump replacement occurred as the pump was exposed through the incision and the wound never healed. The physician opened the pocket and performed a gram stain. The gram stain was negative. A culture was also obtained. He debrided and irrigated the pocket with antibiotic solution and put vancomycin powder in the pocket. He sutured the pocket closed leaving the pump in place. As of (B)(6) 2015, the issue resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.